Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple intermittent low blood glucose (bg) levels of 40-61 mg/dl. Low bg causes were not known. Bg was addressed via consumption of glucose tablets and juice. The customer was instructed to consult with healthcare provider regarding bg level.